Event description:
A customer reported that erroneous ion-selective electrode patient results were generated on an unicel dxc 800 synchron® system for an undisclosed number of patients. The customer indicated that this was a historically ongoing issue. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of one patient with elevated sodium (na) and calcium (calc) results, outside the normal reference range of the chemistries. Upon repeat, the repeat na and calc results recovered lower and within the normal reference range of the assay. The repeat results were regarded as valid. It is unclear if the sample was rerun on the same instrument after a recalibration, or if it was run on a different instrument. The erroneous initial na and calc results were reported from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with or attributed to this event. A corrected report was issued from the laboratory with the valid results. Potassium and chloride results were also amended, but the differences in initial and repeat results were within assay precision claims. No other chemistries were questioned as part of this event. Beckman coulter inc. Assessment of customer supplied instrument/chemistry performance data indicated that quality control results on the day of the event was within lab-established ranges. The customer had indicated that the instrument/chemistry quality control (qc) results did not meet customer established specifications during the timeframe of the event. Sample collection and handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) cleaned the flowcell, ratio pump, electrolyte injection cup (eic) manifold and valves. The fse replaced the carbon bridge, calcium electrode tip, sodium reference electrode and sample probe. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The failure mode is currently unknown.